Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm cadiere forceps instrument tip broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the instrument was inspected prior to use. The instrument was grasping myoma when the issue was discovered. The instrument did not have any collisions during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm cadiere forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken proximal clevis at the ears the clevis. Grip tip on one side is dislodged as result of the proximal clevis breakage. The broken and dislodged pieces were returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Damage from mishandling/misuse may include applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Event description:
Refer to h11 for follow-up information.